Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of the charging status of a 14 volt lithium ion battery remaining yellow and damage to a metal contact was unable to be confirmed. The heartmate 14 volt lithium ion battery (s/n: unknown) was not returned for analysis. It is unknown whether the metal contact damage is on the 14v battery or the universal battery charger. There was no alarm associated with the event. No photos or additional documents were submitted. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the 14 volt lithium ion battery being unknown. Heartmate 3 instructions for use section 3 - ¿powering the system¿ and heartmate 3 patient handbook section 3 - ¿powering the system¿ explain how to clean and maintain proper function of the batteries and to check for damage. Heartmate 14 volt li-ion instructions for use (IFU) also explains the operations of the 14v batteries and how to properly care for and maintain the batteries. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient reported that battery 3a stayed yellow when it was placed on the charger. The patient also reported that the metal contact had a burn mark on it. The battery was brought in on (B)(6) 2022 for evaluation and replacement. Related MFR# (B)(4).